Event description:
During the operation, the catheter was noted to be damaged.

Manufacturer narrative:
(B) (4). The returned catheter was torn to two pieces near the proximal end. There was another partial tear about 5 cm proximal to the breakage site. It is unk how or when these damages occurred. The damaged condition of the device precluded the patency check. The catheter met all specs for tensile strength and ultimate elongation testing. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of mfg records showed no anomalies.